Event description:
It was reported that the patient had a cardiac tamponade. The physician assessed that cardiac perforation by the ventricular lead had occurred though the capture threshold remained the same as at implant. An x-ray and fluoroscope showed that the lead was also in the same position as at implant. As the patient was pacemaker dependent, the doctor elected to replace rather than reposition the lead.

Manufacturer narrative:
Na